Event description:
The customer received a questionable human chorionic gonadotropin, stat (hcg) result on their elecsys 2010 rack analyzer. All testing was performed on aliquots from the primary tube. Repeat testing was performed on the same 2010 rack analyzer. The patient's initial hcg result was 9.85 iu/l accompanied by a data flag and it was reported outside the laboratory. The result was questioned by the doctor because the patient was pregnant and the sample was repeated. The first repeat result was 10000 iu/l accompanied by a data flag. The sample was diluted 1:100 and the second repeat result was 26792 iu/l accompanied by a data flag and it was issued as a corrected report. The patient was not affected. The hcg reagent lot number was 16697301 and the expiration date was 02/28/2013. The field service representative found the reagent mixer paddle was bent causing foaming of the low level reagent. He observed bubbles on the hcg reagent with 12 tests remaining. He performed a mixer check. He replaced the mixer paddle and performed adjustments for the mixer. He ran performance testing, two precision tests, and daily quality controls. All the test results were within specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.